Event description:
It was reported by repair work order that the patient left toprail was broken off at the end with sharp edges exposed. The siderail was still able to latch in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.